Manufacturer narrative:
Review of programming history. Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient underwent generator replacement, but that the patient would have to be rescheduled for lead replacement. The generator was returned for analysis. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Event description:
On (B)(6) 2013, the physician reported that the patient complained of erratic stimulation feelings in her neck. System diagnostics were performed, which indicated that the patient had high impedance. The patient was referred to the surgeon for revision surgery. The patient's programming history was reviewed; however, the last system and normal diagnostics recorded are from (B)(6) 2012. Follow up with the physician found that the patient's records had been sent to the surgeon on (B)(6) 2013. It was stated that the patient may have a prophylactic battery replacement as well, as the device had been implanted for over five years. The patient had been instructed on how to disable the device with the magnet; however, the patient deferred having the device programmed off. The patient was told to call the office if the infrequent mild sensations changed. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. No x-rays were taken recently as the physician stated that the wire would need to be changed. Surgery is likely, but has not yet occurred. No additional information has been provided.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the patient had a lead replacement. The lead was returned to the manufacturer for evaluation. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.